Manufacturer narrative:
(B)(4). The customer provided two images showing a used PICC catheter. Visual analysis revealed that the catheter body contained a hole/rupture. The customer returned one, used PICC catheter for analysis. Signs-of-use in the form of biological material was observed inside the extension lines. Visual analysis revealed that the catheter body was ruptured near the 45cm mark. The appearance of the rupture appears consistent with damage due to excessive pressure injection. This is evident as microscopic examination revealed that the catheter body around the rupture was slightly stretched. The rupture in the catheter measured 68mm from the juncture hub. The catheter body total length measured 19 15/16", which is within the specification limits of 19 1/2"-20" per the catheter graphic. The catheter body outer diameter measured .0675", which is within the specification limits of .066"-.076" per the catheter extrusion graphic. A lab inventory syringe filled with water was attached to both extension lines. When injecting the proximal lumen, the catheter functioned as intended as water exited out of the skive hole towards the distal end of the body. When injecting the distal lumen, water was observed exiting out of the rupture in the catheter body. Performed per IFU statement, "attach pre-filled saline syringe, if prov ided, or other syringe to sidearm and flush distal lumen with sterile saline solution. Leave syringe in place. Flush remaining lumen(s) with sterile saline. Clamp or attach injection site cap(s) to extension line(s) to contain saline within lumen". The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "only utilize catheters indicated for high pressure injection applications for such applications. Utilizing catheters not indicated for high pressure applications can result in inter-lumen crossover or rupture with potential for injury". The IFU also states, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The expiration date for the finished good lot# (obtained via sales history) indicates that the product should not be used after january 2018. According to the customer, this event occurred on april 2021, which is after the expiration date; however, this cannot be confirmed without the actual lot# available. The report of a ruptured catheter was confirmed through complaint investigation. Visual analysis revealed a hole near the 5 cm mark. The appearance of the hole appears consistent with damage due to over pressurization during use. The expiration date for the finished good lot# (obtained via sales history) is january 2018, which is before the reported event date for this complaint (april 2021); however, this cannot be confirmed without the actual lot# available. The catheter met all relevant dimensional requirements, and a device history record review was performed based on sales history with no relevant findings. Based on the customer report and the sample as received, unintentional user error caused or contributed to this event as the device was used after the expiration date. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "PICC split noted post CT injection". After CT, the nurse was called to review the line as it looked different. The line was aspirated and flushed, with fluid exiting the PICC at the damaged site on flushing. PICC removed and a new PICC was inserted. There was no harm to the patient.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported "PICC split noted post CT injection". After CT, the nurse was called to review the line as it looked different. The line was aspirated and flushed, with fluid exiting the PICC at the damaged site on flushing. PICC removed and a new PICC was inserted. There was no harm to the patient.